Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 33 mg/dl. The cause of low bg was not provided. Reportedly, customer was found unconscious and required assistance from spouse to treat bg via a glucagon injection. Subsequently, customer was hospitalized and sustained no permanent damage. Tandem technical support made multiple attempts to contact the customer regarding the reported issue, however no response was received.